Event description:
Patient reported pump malfunction for sn (B)(4). Patient dropped pump and even after troubleshooting, pump is alarming blockage detected. Replacing pump. Dose or amount: remodulin 60mg/kg/min. Frequency: continuous. Route: IV. Dates of use: first ship (B)(6) 2014 to continuing. Diagnosis or reason for use: pah.